Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hypoglycemia with glucose values in the 40s that did not respond to initial ingestion of oral fast-acting carbohydrates, and the care team advised contacting the healthcare provider while notifying clinical support; subsequent review indicated the user returned to target range later, and the episode was suspected by the reporter to have followed nocturnal hyperglycemia. Symptoms included hypoglycemia. Outcomes included the need for acute troubleshooting and user education. Investigation included review of available glucose reports and internal clinical support review. Investigation of this case revealed no device malfunction or component failure identified, and the event was attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.